Event description:
It was reported there were differences in the mode switch and atrial high rate episodes than what was available on the atrial histogram. The device was capturing a "considerable percentage" of atrial sensing, but there was only one mode switch and no atrial high rate episodes on the histogram. It was also noted there were over 3 million premature atrial contraction runs. Follow up disclosed post mode switch overdrive pacing was turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Data storage/ diagnostics problem, per tech services: pmop is on with a duration of 10 minutes. Pmop is state that is a part of mode switch, so if mode switch redacts during that time period it goes back to ddir mode. Since there is only one mode switch episode that was < 1 minute in duration that is what had to be happening. There is a bug in the mode switch fw that does not recognize pmop as a part of mode switch so that time is not included in the mode switch duration. There were (B)(4) pac runs that are showing up in the atrial histogram. The atrial arrythmia trend shows that all the at/af occurred in a single day.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.